Manufacturer narrative:
Evaluation in progress.

Event description:
It was reported that during a surgical procedure at the user facility the device lost pressure, causing bleed through into the surgical site. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure at the user facility the device lost pressure, causing bleed through into the surgical site. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event was not able to be duplicated. The device was serviced for preventive maintenance and returned to the user facility.